Event description:
While preparing a patient for flight transport to another hospital the unit was attached and pacing therapy was administered with successful capture observed. The patient had a very unstable ECG rhythm. The operator turned away from the patient for a moment and when he checked the unit again, it had allegedly stopped pacing and the pacing current had dropped to 0 ma. The operator was allegedly unable to increase pacing current until he cycled power to the unit. The reported malfunction allegedly occurred 2 more times. Another manufacturers defibrillator/monitor/pacemaker was subsequently used to transport the patient. The patient later expired. The operator indicated that the alleged malfunction did not cause or contribute to the patient's death. The reporter said the patient experienced a 100% occluded left anterior descending coronary artery and expired from a major anoxic insult.

Manufacturer narrative:
Physio-control evaluated the device. Performance and functional tests were performed. Proper operation was observed. The alleged malfunction was not duplicated or confirmed. The device was returned to the customer.